Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis was unable to confirm the customer comment that a self-test error was generated, the device passed all incoming tests with no anomalies found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator displayed an "0004" error, self-test failure. It was further noted that this was the second occurrence with this generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator displayed an "0004" error, self-test failure. It was further noted that this was the second occurrence with this generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.